Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8015 unit that will not power on. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: recommend to replace the front case due to the keypad may be causing the unit not to power on. If that does not correct the issue, biomed will call back and get a RMA for service depot flat rate repair.